Event description:
The customer reported obtaining an erroneously high k (potassium) result for one (1) patient, on (B)(6) 2013, involving the beckman coulter au680 clinical chemistry analyzer. The customer stated that as a result of this erroneously high k result, the customer decided to repeat fifty (50) patient samples on (B)(6) 2013. This report references the event which occurred on (B)(6) 2013. Please refer to medwatch report #9612296-2013-00093 for the report of the event which occurred on (B)(6) 2013. Beckman coulter reviewed the patient results and conclude that four (4) out of the fifty (50) patient samples were identified to be erroneous as compared the repeat results. The customer indicated that no instrument flags were generated for the initial results. The customer repeated the samples before releasing the results out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse replaced the reference valve to resolve the issue and there has been no report of a recurrence of the event. Failure mode of the event is attributed to a defective reference valve. All related medwatch reports associated with this event: 9612296-2013-00092, 9612296-2013-00093.